Event description:
Event description boston scientific received information that this right ventricular lead dislodged one day post implant resulting in loss of capture. The lead was successfully repositioned.